Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation, the monitor was unable run detect and treat testing. A piece of foreign material was stuck in between the lcd screen and the lcd enclosure. After removing debris the lcd was responsive. The root cause for the contamination could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.